Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as "leakage from the left side of the device". This occurred during unknown process step of peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.